Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The patient effect of occlusion listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a prostyle device after an ablation procedure using a small-bore artery (= 8f) sheath. Hemostasis was achieved with post-close after the cardiac ablation procedure. After confirming hemostasis, an ultrasound during (echo) postoperative management revealed an occlusion of the rt-eia (right external iliac artery). The occluded site was revascularized with percutaneous old balloon angioplasty (poba) and stent placement. It was confirmed that the prostyle device caused or contributed to the occlusion as the foot hit the posterior vessel wall of the access site. No additional information was provided.